Event description:
It was reported that the device longevity was shorter than expected by the allied health professional, based on the programmed settings and no therapy usage. It was also noted that the device had a history of unsuccessful remote monitoring transmissions. The device was reprogrammed to not attempt remote transmissions and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.